Event description:
The catheter had a break, tear, or hole and the connector was replaced. The device was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.